Event description:
The customer reports the device has an optical switch that is not working.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. The reported problem was evaluated and confirmed by the customer. The optical switch was replaced to resolve the issue. The device passed all testing and was put back into service.